Event description:
Information was received from a patient with an implantable neurostimulator (ins) for chronic low back pain. The patient reported that her device quit working. The patient said that the green light was on, on the back of the patient programmer in the middle, "near an image of a battery". The patient indicated they would follow up the manufacturing representative (rep) regarding this issue. The patient stated that last time they saw the rep in (B)(6) 2017 they checked her ins and indicated that the patient still had 12-14 months left. The patient stated that since she was seeing the green light, her ins had failed her. Product service specialist (pss) was unable to clarify any other information because the patient disconnected the call. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient's device failed after 8 years. The patient has been trying to get it replaced. No further information was reported.